Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device was defective. Per service report, this complaint can be confirmed. It was found during evaluation that the motor was corroded, keyboard resistance value was out of tolerance limits and the cable sheath was cut. The motor, keyboard and cable were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the corroded motor. With the available information, we cannot determine the root cause of the defective keyboard. User mishandling and/or lack of maintenance can be the most probable root causes of the observed cut on the cable sheath. The corroded motor, drifting resistance value of the keyboard and cut cable sheath would have caused the device not to function as intended by the customer. A manufacturing record evaluation was performed for the reported serial number (1926m4980r), and no non-conformances were identified. However, as per the response received from the manufacturer, the serial number of this device was changed previously due to replacement of the part. Per the data received from the service center, the original serial number before the replacement was 1137m3133. For this serial number, a review of lot/batch history for each legacy fms product complaint received by mitek chu is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(6). UDI:(B)(4).

Event description:
It was reported by the customer via email that a fms tornado micro handpiece with buttons is defective. No further information available.